Manufacturer narrative:
Investigation summary: twenty loose 1ml luer lock syringes (p/n 309648) were received. The samples were visually evaluated. Each sample had its plunger-stopper assembly manipulated by the customer to highlight the defect referenced in the verbatim. Each sample appeared to have a translucent film of foreign matter on the barrel in the fluid path between the zero and 0.1ml grad lines. The film was roughly the width of the area between the first two stopper ribs and never extended beyond the second rib when the plunger-stopper assembly was moved to the bottom out position. The film appeared to be dried silicone. The "haziness" defect observed could not be attributed to a manufacturing related process. Therefore no root cause can be established. Additionally, it is unclear if the storage conditions of the product once handled by the customer could have contributed to the silicone drying as intended use is immediate. Since no root cause could be established, corrective actions are not necessary. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign liquid/moisture was seen in the bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: "one of our customers that is using the 1ml ll syringes (bd (B)(4)) is seeing some haziness form near the syringe tip that perfectly aligns with the space between the two plunger elements."